Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2026. The patient's blood glucose (bg) levels declined to lower than 40 mg/dl while wearing the pod. The patient reported to have an issue with their dexcom sensor, where it detected a blood glucose level much higher than it was, subsequently having their insulin pump deliver uncontrolled boluses, lowering their bg levels. Symptoms reported include loss of consciousness. The patient received a diagnosis of intussusception, blockage of the j-pouch and pneumonia. The patient did not know the treatment that they received as they were unconscious during this time. The patient was discharged on (B)(6) 2026.